Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted on (B)(6) 2015 and 51 weeks after implantation the follow-up indicator=yes alert was seen. The physician believed that this was a premature indicator since the patient was implanted less than a year. A battery life calculation was performed which indicated that the patient's generator had 0.5 years until expected neos. This in conjunction with a programing history review suggested that the device was still functioning at the time of the replacement surgery. The patient had their generator replaced on (B)(6) 2016. The facility where the explant occurred discarded the device thus no product analysis will occur. No additional relevant information has been obtained to date.